Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent mesh removal of eroded mesh, pubocervical fascia plication and cystoscopy on 10/7/2010 by dr. Cornelia deriese due to mesh erosion at university medical center. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with total vaginal hysterectomy, bilateral salpingo-oophorectomy, mccall¿s culdoplasty, perineorrhaphy, placement of vaginal support device and balloon and tvt (tension-free vaginal tape, lynx). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.